Manufacturer narrative:
According to the description of the event, an ecofit® broach handles easy lock were broken/ torn. It is not clear whether the events with the products occurred during the same surgery or independent surgeries. The instruments have been provided to implantcast gmbh for optical investigation. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the products could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the broach handles. Both a break of the locking mechanism as well as loosening of the screw could have been caused by high forces during intentional use of the broach handa further potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the broach handle is the condition of the bone. Since there is also no information available, no statement is possible. Both products are in use for 8 respectively 12 years. The event was assigned to the error pattern "loosening of components" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn". Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Two ecofit® broach handles easy lock were reported with the same event description. Both will be investigated within this report (3012523063-2025-00066 and 3012523063-2025-00067). It is not clear whether the events with the products occurred during the same surgery or independent surgeries. Follow-up: implantcast gmbh was provided with the affected products on 07/15/2025.

Manufacturer narrative:
According to the description of the event, two ecofit® broach handles easy lock were broken/ torn. It is not clear whether the events with the products occurred during the same surgery or independent surgeries. Neither the products in question, nor photos of them were provided for further investigation. Therefore, it cannot be determined without a doubt what parts of the products or where exactly the products are broken. It is known that the incident happened intraoperatively. However, there was no health impact on patients, users, or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Based on the available information, no failure of the design or during the manufacturing of the products could be determined. It can only be assumed that the malfunction can be regarded to as a random failure of a component with regards to the broach handles. A potential cause could be an unintentional user error, but this cannot be confirmed or denied due to a lack of information. A factor that may favour such a breakage of the broach handle is the condition of the bone. Since there is also no information available, no statement is possible. Both products are in use for 8 respectively 12 years. The event was assigned to the error pattern "break of the instrument" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "broken/ torn." Note: it is known that the event occurred intraoperatively. However, according to the available information, it had no adverse impact on the patient, the user or third parties. It is not known how exactly the surgery was finished (e.g., if it was finished with the affected instrument or if an alternative product was used instead). Two ecofit® broach handles easy lock were reported with the same event description. Both will be investigated within this report (3012523063-2025-00066 ). It is not clear whether the events with the products occurred during the same surgery or independent surgeries.